Manufacturer narrative:
B3: event date unknown device evaluation: one device was received. A visual inspection found no physical damage. As a result of checking the event history log, it confirmed that there was a record of latch lock failure when connecting the cassette to the pump. The customer reported problem was confirmed through functional testing. The cause of the issue was found to be the defective latch lock sensor. The latch lock sensor was replaced. Service history review identified no indication that the complaint was related to a service of the device within the view period.

Event description:
It was reported that the product has display "not locked" and it can't start. There was no patient involvement and no patient harm/adverse event reported. Device evaluation revealed a defective latch lock sensor.